Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week post implant, the pulse generator exhibited premature battery depletion. There were no adverse consequences for the patient. No intervention was performed; the patient would be monitored.